Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 28-jul-2023 h6: investigation summary four open 31g x 5mm pen needle samples from lot. No. 2123106 along with one open 31g x 5mm pen needle sample from lot. No. 2320092, cat. No. 320586 and an insulin pen were returned. Visual examination was carried out on the four open samples from lot. No. 2123106 and a broken non patient end of cannula was observed on three samples and a bent non patient end of cannula was observed on the remaining one sample. Visual examination was also carried out on the returned sample from lot. No. 2320092 and a broken non patient end of cannula was observed. As all samples returned were open it is not possible to determine root cause. See h10.

Event description:
It was reported that an unspecified amount of bd micro-fine¿ pen needles were blocked during the insulin injection. The following information was provided by the initial reporter: verbatim "the report outlines that a patient returned a box of needles reporting that multiple needles from the same box ¿didn¿t work¿ and that there was no hole for the insulin to come through. The patient also said that in some of the needles, the side that penetrated the insulin pen was bent, which the patient observed after removing the needle from the pen. The patient has been injecting insulin for many years and the issue was noted with both short and long acting insulin pens. Samples of the defective needles have been retained by the pharmacy."

Manufacturer narrative:
B.3. Date of event: unknown. The date received by manufacturer has been used for this field. H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that an unspecified amount of bd micro-fine¿ pen needles were blocked during the insulin injection. The following information was provided by the initial reporter: verbatim. "The report outlines that a patient returned a box of needles reporting that multiple needles from the same box ¿didn¿t work¿ and that there was no hole for the insulin to come through. The patient also said that in some of the needles, the side that penetrated the insulin pen was bent, which the patient observed after removing the needle from the pen. The patient has been injecting insulin for many years and the issue was noted with both short and long acting insulin pens. Samples of the defective needles have been retained by the pharmacy."